Manufacturer narrative:
Based to the information provided, the device was very slow, and the menu returns to a black screen. Multiple good faith efforts were made to obtain additional information associated with this complaint evaluation, but there is no additional information available. Insufficient information is available to support cause and final failure analysis. The device was not available for investigation.

Event description:
Philips received a complaint on the efficia dfm100 device indicating that the operating test gets stuck sometimes. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.